Manufacturer narrative:
Device discarded at account.

Event description:
It was reported that in the sterile processing department at the user facility, pieces of insulation were found to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.